Event description:
It was reported that the customer's blood glucose level was 450 mg/dl. The customer corrected his blood glucose level with a manual injection. He was priming his insulin pump when he received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.